Manufacturer narrative:
Initial and final MDR 1886125 - MDR 3003442380-2024-07975 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets was fell off during use on (B)(6) 2024. The blood glucose level was 140-150 mg/dl at the time of events. The infusion set was in use for 8 hours during first event, 1 day during second event and 1.5 days during third event. Patient replaced infusion set and resumed insulin successfully. No further information available.